Event description:
During procedure, noticed black residue on suture pack, then on back table, then on technician gloves. Dr. Notified. After procedure, this residue was found to be on paper backing that surrounded pack of 6.5 sterile gloves that were opened during the procedure to reglove technician. Retrieved outer packing for gloves and found same black residue inside.